Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the alarm that was heard on (B)(6) 2017 was described as being similar to a (B)(4) ambulance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the pump alarm had not been determined yet. The patient was scheduled for an appointment on (B)(6) 2017 and a manufacturer's rep was to be present to read the pump and turn off the alarm. The pump alarm had not been resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported they needed the code that day to program the pump to off state as they had already faxed the completed pump off form to the manufacturer. The hcp stated the pump had been empty for some time now, and the patient missed the first scheduled appointment to program the pump to off state. The hcp stated a manufacturer representative was at the clinic to assist them with the procedure.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid of an unknown concentration at a dose of 3 mcg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the pump was alarming or beeping. The patient moved and their pump was supposed to be filled on (B)(6) 2017 but they couldn¿t get in to the doctor to have the pump refilled. It was reported that the patient was just coming down off of a "weeks long withdrawal", but later was clarified that the patient was going through hard withdrawal for the last 4 days. The patient was looking for doctors in their area but had been unsuccessful. Additional information was received from a consumer (con). It was reported that the patient was still having withdrawal symptoms. The patient was screaming, puking, and riling around. The patient was not able to make it to the healthcare professional's office. The patient was instructed to follow-up with their doctor to schedule a time to turn off the pump. No further complications were expected or anticipated.